Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, after removing the sensor. The patient started complaining that the insertion site was painful, swollen, red and there was a green pus coming out of the skin. The area was descried in the documentation as redness, inflammation, pustules, and infection under entire patch area. The patient reportedly had no skin reaction while the sensor was still inserted. The patient¿s parent brought the patient to the emergency room on (B)(6) 2024. The doctor at the hospital prescribed an oral antibiotic brand name bactrim. The patient stayed at the emergency room for 3 hours and was discharged after. The patient was home at home the time of the report and feeling better. No additional patient or event information is available.